Manufacturer narrative:
Additional type of investigation codes that could not be added in h6: labelling review. Analysis of images. The complaint for valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with other empirical evidence via complaint description. No manufacturing non-conformities were able to be identified from the imaging evaluation. Furthermore, no device related issues or malfunctions were confirmed from the imaging evaluation. As reported by physician patients' medication management may have potentially contributed to reported event. However, insufficient imaging data available to draw a clear root cause. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. The DHR review was performed, and based on this review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications.

Manufacturer narrative:
H6: health effect- device code is: unspecified valve regurgitation. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, a patient received an evoque valve in tricuspid position where on post-operative day (pod) 1, the tte indicated a stable valve position with moderate pvl. Four months post-procedure, the patient was referred for evaluation of their torrential tricuspid regurgitation (tr). No treatment or intervention indicated at this time.